Event description:
It was reported by the affiliate that during a gastric restriction procedure there was an incomplete staple line. A new resection was done. A new instrument was used to complete the procedure. No further information is available. No patient consequences reported. Device has been discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.